Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." Event is being reported to FDA on one medwatch to report the event. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that during revision procedure of competitor product, the surgeon had difficulty with the reaming technique with the distal stem and implanted and explanted three different distal stems. Surgeon was able to complete the procedure with a forth stem.